Event description:
It was reported by the customer that a pyxis medstation es system had a tower was not detected on the bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower doors were failed due to cable issue. The field service engineer went into hardware test application and cubie cable going to tower was not fully inserted and both thumb screws were not engage. The issue was resolved by reseated the cable and screw. The system functioned as intended after the field service engineer troubleshooted the device.